Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was uterine descensus cystourethrocele, pelvic relaxation, and urethral hypermobility. Total vaginal hysterectomy, transvaginal enterocele repair partial colpectomy, transobturator mid-urethral tape placement, plastic repair of urethrocele, anterior colporrhaphy, mesh insertion in the anterior compartment, intraoperative cystoscopy. The patient continues to experience pain and recurrence of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.